Event description:
Complainant reported that patient had a chin implant explanted 3 weeks post-operatively due to infection. Patient had pus leaking from incision but otherwise remained asymptomatic. No culture was taken. Patient has no significant medical history reported, nor any use of concomitant therapies reported.

Manufacturer narrative:
Method: the actual device was not evaluated, however implantech reviewed production records, as well as performing trend analysis. Results: no device problem was found. There have been no other reports of infection or other complaints associated with either the manufacturing lot or associated sterile lot. Conclusions: infection is a known, inherent rist of implant procedure and is addressed in the product labelling.

Event description:
Complainant reported that patient had a chin implant explanted 3 weeks post-operatively due to infection. Patient had pus leaking from incision but otherwise remained asymptomatic. No culture was taken. Patient has no significant medical history reported, nor any use of concomitant therapies reported.